Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. Mechanical alignment were within specifications. The rep tested the door open/close functionality multiple times without getting the unit to fail. The imaging system successfully passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system¿s gantry would not fully close. The pendant showed the door open after multiple attempts to close the gantry. To troubleshoot the issue, the medtronic representative who reported this issue manually opened the gantry all the way and then closed it. The issue was then resolved. There was no patient present when this issue occurred.